Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. No blood glucose reading was reported. The customer stated that he usually experiences low blood glucose levels in the afternoon. The customer stated that he does not know how to operate the insulin pump as the doctor always programs it for him. The customer was assisted in lowering the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.